Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a (B)(6) year old male pt. Customer informs that once the trocar was placed on pt and when inflating it, the balloon did not inflate, so they check it and it presented leaks. Thus, in order to begin with the surgery, they opened a new one which worked correctly. More than 30 min delay, no bleeding or tissue loss or damaged. No adverse event reported due to the problem. Pt status is correct.